Manufacturer narrative:
Section d9: only a segment of the driveline was returned for evaluation. Manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2020 at 23:16:40 to (B)(6) 2020 at 20:13:58, per the timestamp. Multiple pump stop and low speed events were captured on (B)(6) 2020, beginning at 18:09:37, while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop and low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020. The approximately 21.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low speed events, pump off alarms and low flow alarms. The site suspected percutaneous lead damage. X-ray images provided were unremarkable. On (B)(6) 2020, a perc lead repair was preformed. No further information was reporte.d